Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the ultrasound image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: based on the inspection by the repair department, this phenomenon was newly confirmed. A scratch on ultrasonic transducer - which was thought that caused the occurrence of the phenomenon was confirmed. It is presumed that the ultrasound image anomaly occurred due to the scratch on the ultrasonic transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.